Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the impedance was out of range prior to the lead being connected to the device. Once the lead was connected to the device, the impedance came down to normal range and the device remains implanted. No patient complications have been reported as a result of this event.